Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, a coil (subject device) encountered resistance inside the middle part of the microcatheter. The physician made an attempt to collect the subject coil but when the it was brought to the proximal part of the microcatheter, it was found that the subject main coil was not attached at the tip of its delivery wire. The physician searched the surgical field, all the other conjunction devices and inside the patient's skull but could not find it. The physician removed the microcatheter and flushed the lumen outside the patient's anatomy but the subject coil did not come out of the microcatheter. The physician delivered a guidewire inside the microcatheter but it got caught at the proximal end of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, a coil (subject device) encountered resistance inside the middle part of the microcatheter. The physician made an attempt to collect the subject coil but when the it was brought to the proximal part of the microcatheter, it was found that the subject main coil was not attached at the tip of its delivery wire. The physician searched the surgical field, all the other conjunction devices and inside the patient's skull but could not find it. The physician removed the microcatheter and flushed the lumen outside the patient's anatomy but the subject coil did not come out of the microcatheter. The physician delivered a guidewire inside the microcatheter but it got caught at the proximal end of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked and bent. The main coil was seen to be detached from the pusher wire and the main coil was stuck within the catheter shaft. The shaft was cut and the coil was removed. The coil was damaged during this process (cut and stretched) and therefore it cannot be determined it this damage occurred during the procedure. Functional inspection was not carried out due to condition of returned device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported as well as the as analyzed main coil detached during use and coil jammed will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The coil delivery wire was also seen to be kinked bent and this will be assigned handling damage as it appears this complaint appears to be associated with handling of the product or portion of the product during the procedure.